Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The customer went low due to over bolusing for the amount of carbs they had eaten, as well as their activity level. Troubleshooting was not completed. The insulin pump will not be returned for analysis.